Event description:
A nurse reported that the device was leaking between the blue connector and the tubing during surgery. The surgery was completed with no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).